Event description:
Triggered an early menopause, hypothyroidism, high cholesterol, borderline diabetic, swollen limbs, muscle and joint pain, numb fingers and toes, tingling limbs, headaches, extreme breast pain, the list could go on. FDA safety report ID# (B)(4).